Manufacturer narrative:
One 7f livewire bi-directional ablation catheter was received for eval. Visual inspection revealed the pull wire was protruding through the gray shaft just proximal to electrode four. The protruding pull wire was located .721" from the distal tip of the catheter. The inner diameter of the pull wire lumen measured .023", which was measured approx one inch proximal to the exit site. The wallthickness of the gray shaft from the pull wire lumen to the outer wall measured .010" the wall thickness between the pull wire lumen and the cross lumen measured .005". All of the measured dimensions were within specification. Other measurements: the inner diameter of the teflon tubing that covers the pullwire measured .012" and the outer diameter measured .0196". No resistance was noted when actuating the handle assembly. Electrical testing revealed electrodes 1-4 had acceptable resistance values. Review of the device history record for six potential lot numbers, which had been shipped to this facility revealed all lot numbers met mfg specifications prior to shipment. In response to previously reported similar events, the livewire instructions for use (IFU) have been updated to include instructions that caution the user not to insert or withdraw the catheter without straightening the catheter tip, as confirmed via fluoroscopy. Additionally, when using with an introducer, the physician is instructed to not deflect the catheter tip while it is constrained within a sheath or when the catheter tip of bi-directional models is extended less than two inches (5cm) beyond the tip of a sheath. In conclusion, the returned catheter was received with the pullwire in a looped position through the gray shaft near electrode four. No resistance was noted when actuating the handle assembly. No anomalies were noted during electrical testing. Dimensional inspection confirmed the gray shaft was within specification. Based on the investigation of the returned product, st. Jude medical was unable to conclusively determine the cause for the wire protrusion. However, based on the reported info, st jude medical can not rule out the possibility that the catheter was in a deflected position during withdrawal through the introducer which may have contributed to the event.

Event description:
While withdrawing the catheter from the 12 cm fast-cath introducer, it was noted a wire was protruding from a small hole in the side of the catheter. Four lesions had been created with this catheter without excessive manipulation. There were no consequences to the pt.

Manufacturer narrative:
St. Jude medical is currently analyzing the returned product.